Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation under the garment. The irritation was reportedly bleeding. The patient applied a powder to the irritation. The patient's physician also recommended a cream to use on the irritation. Follow-up indicated that the rash had improved.